Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise which was reproducible with pocket manipulations; high impedance measurements were also noted. The doctor determined that the lead was functioning well enough, so no intervention would be performed. The patient was doing great and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2017 the right atrial lead was capped and replaced due to a fracture. No patient symptoms or additional information was reported.